Event description:
It was reported that a new ilet user contacted support after receiving a low insulin alert while the pump displayed 55 units remaining, and alarm history showed a low blood glucose alert earlier the same morning; the user did not treat at that time and later reported a blood glucose of 173 mg/dl. Investigation included user education and troubleshooting regarding alerts and pump operation. Further investigation of this case revealed that the device was functioning with sufficient insulin in the cartridge and that the earlier alarm corresponded to a low glucose alert rather than a low insulin condition. Symptoms included a reported low blood glucose alert without subsequent clinical symptoms or treatment. Outcomes included no injury, no medical intervention, and no hospitalization. It was concluded that, based on previously established findings for similar reports, the event was consistent with expected alert behavior in a new user and not indicative of a device malfunction.